Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bypass procedure at the beginning of the surgery, after inserting the clipper for the 1st time the seal of the device was damaged and disengaged into the patient cavity. It was retrieved using a clutch aid. A new trocar was used to complete the case. There was no patient injury.